Event description:
A customer contacted baxter's (B)(4) to report feeling overfilled with the homechoice (hc) machine (B)(6). The home patient (hp) told the nurse that he felt overfilled (B)(6). Hp stated he felt full after the second fill cycle and did a manual drain and got out approximately 4,000 ml. The fill volume was 2,000 ml and the last fill volume was 2,000 ml. This meets increased intraperitoneal volume (iipv) criteria. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he has resumed therapy successfully with his new cycler. Follow up with the nurse revealed that she does not know what could have caused the patient to drain an excessive amount, however, the patient received his new cycler and has resumed therapy with no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). (B)(4) is currently open for the reportable malfunction of iipv / over delivery.